Event description:
It was reported that while testing on the bd bactec¿ mgit¿ 320 system a false negative result was obtained. Confirmatory stain and microscopic analysis done on mgit tube and found mycobacteria in tube. Negative result was not reported and there was no patient impact. The following information was provided by the initial reporter, translated from italian to english: the client has a tube inserted in the mgit on the 25th day that sees turbid with the naked eye, verifies it for low and finds positive on the slide under the microscope but the mgit still does not notify it as positive position m6 in the drawer. Customer has received notification of other necas positives.

Manufacturer narrative:
H.6. Investigation: this complaint alleges a false negative result on a mgit 320 instrument (p/n 441743, s/n (B)(6)). The customer called in with a false negative result . After discussing the issue with technical support the customer noted that they were using calibrators that expired in september of 2020. Changing calibrators is part of customer maintenance. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on november 04 2019. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. The root cause is attributed to cleaning of the optics during preventative maintenance this is an unconfirmed failure of a bd product complaint history for results was reviewed for the month of october. The upper control limit was not breached, and trends were not identified associated with this defect. CAPA is not required as no trends were identified, and this complaint is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that while testing on the bd bactec¿ mgit¿ 320 system a false negative result was obtained. Confirmatory stain and microscopic analysis done on mgit tube and found mycobacteria in tube. Negative result was not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the client has a tube inserted in the mgit on the 25th day that sees turbid with the naked eye, verifies it for low and finds positive on the slide under the microscope but the mgit still does not notify it as positive position m6 in the drawer. Customer has received notification of other necas positives.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.